Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a fever and unspecified infection. Follow-up with the patient pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 due to a fever and abdominal pain. The patient was referred to the emergency room and was subsequently admitted. The pdrn was unable to provide the peritoneal effluent fluid culture or cell count results, however she did state the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime (dose, frequency not provided) until (B)(6) 2024. The pdrn stated the patient continued to undergo ccpd therapy while hospitalized without reported issue. The patient was discharged home on (B)(6) 2024 and is recovering from the serious adverse events. The pdrn was unable to provide the definitive cause of the peritonitis; however, it was reported the patient frequently forgets to utilize a mask during treatment.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler found no discrepancies. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by a fever and abdominal pain, which required hospitalization and antibiotic therapy. The etiology of the patient¿s serious adverse events is unknown; therefore, causality could not be firmly established. However, there was no indication a fresenius device(s) and/or product(s) malfunction and/or deficiency occurred. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a fever and unspecified infection. Follow-up with the patient pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 due to a fever and abdominal pain. The patient was referred to the emergency room and was subsequently admitted. The pdrn was unable to provide the peritoneal effluent fluid culture or cell count results, however she did state the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime (dose, frequency not provided) until (B)(6) 2024. The pdrn stated the patient continued to undergo ccpd therapy while hospitalized without reported issue. The patient was discharged home on (B)(6) 2024 and is recovering from the serious adverse events. The pdrn was unable to provide the definitive cause of the peritonitis; however, it was reported the patient frequently forgets to utilize a mask during treatment.